Event description:
Following lasik surgery, this pt exhibited an increase in mrse of .6 diopters and a decrease of 2 lines bcva in the left eye at the 1 month post-operative exam. No further info is available.